Manufacturer narrative:
Initial 3 of 3. Name: tandem, country: united states of america, street: 11045 roselle street suite 200, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where patch did not stick to skin upon insertion on (B)(4) 2026.